Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, the cannula hub detached occurred. A flexima drainage catheter was selected; however, the back end of the drain where it is hooked up was threaded but when it was attached the part that threaded popped off. It was further reported that the hub of the metal cannula is popping off and grabbing the user¿s gloves as they insert the drain. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.